Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central station would repeatedly shut itself off. Spacelabs healthcare technical support performed troubleshooting with the customer and it was identified that the xcs was most likely overheating. The customer was advised to reach out to their biomed team to resolve. The customer was contacted several times for an update regarding the resolution of the issue. At this time, the customer has not responded to attempts to get additional information. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.